Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿section 3.2 preparation and inspection of the endoscope¿ as below. Inspection of the endoscope: visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus on behalf of a customer, the tracheal intubation fiberscope had a black spot. There was no report of user or patient harm associated with this event. During incoming inspection, the display of the image guide serpentine had disappeared. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image guide bundle had significant breakages. In addition to evaluation in b5, the bending section cover had slack. The adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on the channel tube, the channel cleaning brush could not be inserted smoothly. The connecting tube had a dent. Connecting tube had a buckling. The eyepiece had a scratch. The scope cover had a scratch. Grip had a scratch. The up/down plate had a scratch. Angulation lever had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.